Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a pulmonary vein isolation procedure, while attempting to aspirate blood, air was aspirated. The sheath was removed and air was again aspirated when attempting to flush. The device was exchanged and the procedure was completed successfully with no adverse consequences to the patient.